Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2018, the patient was having post-operative pain at the ins site, and the pain was getting worse. The ins site was swollen and bruised. The patient contacted their surgeon's office and scheduled an appointment to have the ins site looked at. It was determined the patient had an infection. The entire implanted system was explanted on (B)(6) 2018 due to the infection. No further complications were reported or anticipated.

Manufacturer narrative:
Correction: only serious adverse event reported; no device allegation reported. If information is provided in the future, a supplemental report will be issued.